Event description:
The advocate stated a nurse had called her six times to inform her the advocate's daughter was being given juice and sweets due to low blood glucose. This was at 7:40am. The means by which the nurse determined the patient had a low glucose level was not provided. When the nurse performed a blood test on the patient at 7:50am using the contour next one, the reading was 576mg/dl. She ran another test on the contour next and the reading was 185mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. Product was not expected to be returned for evaluation and was not replaced.